Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are jdp and hwc. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was reported that the patient underwent revision surgery on an unknown date to address the broken plate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Date of post-operative breakage is unknown; however, the discovery was made on (B)(6) 2015. This report is for one (1) unknown variable angle ¿ locking compression plate (va-lcp). Without a valid part and lot number, the UDI is not available. It is unknown if the broken plate has been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. The 510k # unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented at the hospital with a broken variable angle ¿ locking compression plate (va-lcp) on (B)(6) 2015. The device had a single break at the apex, which was confirmed through pictures showing failure through the va hole. It was noted that the patient was allowed early weight bearing for extra-articular fractures. The original implant procedure was performed on (B)(6) 2015. It is unknown if the device has been explanted. Additional information is not available at this time. This report is for one (1) unknown variable angle ¿ locking compression plate (va-lcp). This report is 1 of 1 for (B)(4).